Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with this artificial urinary sphincter (aus). The physician believes that, over time, the cuff made the urethra smaller and that eventually caused atrophy and incontinence. A surgical procedure was performed during which all the components were removed and replaced. Upon explant, no device issues were identified. There were no additional patient complications reported.